Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the lcx. The lesion exhibited minimal tortuosity, high calcification and 70% stenosis. Lesion was pre-dilated with a non-compliant balloon several times. No abnormality noted during preparation or inspection of the resolute integrity device prior to use. Resistance was noted advancing the device towards the lesion, once it had exited the tip of the guide catheter - minimal force was used, however the stent could not cross the lesion. Upon withdrawal it was noted that the stent was deformed. The lesion was treated with a non medtronic bms. No patient complications reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited high calcification and 70% stenosis). No results available since no evaluation performed (device or procedural images not provided for review). No device returned. Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Unable to confirm complaint (device or procedural images not provided for review). Device failure/lack of effectiveness related to patient condition (target lesion exhibited high calcification and 70% stenosis). (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem.

Event description:
Evaluation summary: the hypotube was kinked 1cm, 23cm, 25cm, 26.5cm, 49cm, 72cm, 81cm and 101cm distal to the strain relief. The distal tip was deformed. The 13th, 14th, 15th, 20th, 21st and 22nd proximal segments are deformed, the 11th, 12th, 13th and 14th distal segments are misaligned with raised struts. The stent was positioned correctly within the marker bands as per specification requirements.